Event description:
Lab testing of the device could not be performed since the reporting hosp requested anonymity and; therefore, the institution could not be contacted to request that the device be returned for evaluation. Additionally, the lot number of the device was not provided by the reporting institution; therefore, a lot history review could not be performed. Due to the request of the rptr to remain anonymous, further info could not be obtained. The expected frequency for stent embolization is 1.14%. The reported incident rate is 0.08%. Expected incident rates are based on data obtained from the clinical trials upon which approval for domestic use of this device is based. These data area included in the directions for use. Reported incident rates were based on a compilation of all stent embolizations reported in conjunction with all product inquiries reported to cordis, a johnson & johnson co from 1/94 through 6/96. The observed incident rates noted above were calculated by dividing the number of observed events divided by the number of devices shipped from 1/94 through 6/96. Review of mandatory and voluntary reports indicates numerous complaints of stent migration off the delivery system. To what does the firm attribute this problem? What action has been initiated to resolve problems of this nature? Although the root cause of the embolization of the stent could not be identified, product labeling (appendix iii) specifically states not to pre-inflate the balloon catheter or apply negative pressure to the catheter prior to placement of the stent across the lesion and retraction of the sheath, as this could cause premature dislodgement of the stent from the balloon. Labeling also states that the positioning of the sheath over the stent should be verified prior to insertion on the guidewire. After advancement of the stent delivery system, the lock-out device should be removed from the back-end of the stent delivery system before the tuohy-borst valve is loosened. Product labeling also states that if resistance is encountered while advancing the sheath or the stent/balloon assembly to the site of the previously dilated lesion, the assembly may be withdrawn through the introducer sheath and guide catheter and the procedure aborted. In addition, an effort to establish clinically relevant stent retention values has been initiated and is expected to be complete by the end of 8/96. Portions of the device mfg process will be improved and revalidated as necessary to achieve this spec. We believe improved stent retention will reduce product complaints if this type.